Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012 due to alleged pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative or postoperative bone fracture and/or postoperative pain¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.